Event description:
It was reported through the submission of a revision implant sheet that the patient's hip was revised. Comparing the usage to the usage from a prior revision, an lfit cocr v40 head and constrained insert were revised to a 28 +12 lfit head and another constrained insert. Additional information (B)(6) 2023: reason for revision: pt fell during a physical activity and the liner disengaged from the cup. Right side.

Manufacturer narrative:
The following devices were also listed in this report: 28mm +8 lfit v40 head; cat # 6260-9-328; lot # 46532206. Unknown acetabular cup; cat # unk_jr; lot # unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding disassociation involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due to disassociation of the liner from the shell. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : not available..